Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during an acl repair that the customer's ratchet handle with quick connect would lock up whenever it met resistance. The surgeon used the device in a fixed mode for the remainder of the procedure. At the end of the procedure the distal tip of the customer's modular driver, 30mm broke inside the head of the screw once it had been inserted securely into the bone hole. The surgeon was able to retrieve the broken tip using pliers and no x-rays were needed. The sales rep reported that the screw had been implanted flush with the bone confirming nothing was left proud. The surgeon completed the procedure with no patient consequences. There was a 5 minute delay reported.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the entire distal end where it tapers off from the shaft is broken. This failure indicates excess abuse of the device and can be attributed to user technique issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).